Event description:
It was reported that when the preloaded intraocular lens (iol) was deployed, the plunger passed past the iol straight through without pushing it. The physician disassembled the simplicity system to place it in a conventional cartridge and noticed that the iol was marked by the plunger, rendering it unusable. A replacement iol of the same diopter was implanted. There was no patient contact with the device. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.